Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated carcinoembryonic antigen (cea) test result was obtained for a patient sample from an immulite 2000 xpi instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found no problems with the instrument. Precision studies were performed with acceptable results and the issue has not been replicated by siemens at the customer site. Siemens also reviewed instrument log files and did not find sample or reagent level sense issues and there is no indication that there were instrument issues that would cause the discordant results. The cause of the discordant, falsely elevated carcinoembryonic antigen (cea) test result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Mdrs 2247117-2020-00013, 2247117-2020-00015, 2247117-2020-00017, 2247117-2020-00018 were filed for the same event.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) test result was obtained for a patient sample from an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument giving a lower test result. The repeat test result was reported to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated carcinoembryonic antigen (cea) result.